Event description:
Baxter reports a transfer set with a broken. The transfer set was installed in 06/03, and was changed in july due to a clamp malfunction. The patient does not apply any disinfectant to the transfer set and performs 4 apply any disinfectant to the transfer set and performs 4 manual exchanges daily. No patient injury or medical intervention was reported per baxter affiliate.